Event description:
The customer reported that there was a problem with the first screen and that they were unable to view images. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
No conclusion can be drawn as repair information was not reported.